Manufacturer narrative:
The field service engineer replaced the k electrode solution and noted it to have caused the issue. He performed mechanical testing with acceptable results. Qc was monitored and was noted to have acceptable results. After service, no further issues were reported by the customer. Pre-analytical and instrument data were evaluated and analyzed. The alarm trace was noted to have multiple ise noise errors, abnormal aspiration, and calibration error alarms on the date of the event, around the time the sample was processed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 6000 c (501) module. The patient's initial na result was 180 mmol/l. The repeat na result was 136 mmol/l. The questionable result was reported outside the laboratory. The repeat result was deemed to be correct. The na electrode lot number and expiration date were requested but not provided.